Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had dental issues and had teeth extracted. The patient had some oral bleeding and presented to the emergency department on the evening of (B)(6) 2016. The patient was eventually discharged. According to the patient's spouse, the patient then fell at home twice that evening. The following morning, the patient was sitting in a chair when the spouse found the patient with a low flow and a driveline disconnected alarm. The spouse reported that the driveline was disconnect from the system controller. The patient was transported to the hospital, and care was withdrawn at the implanting center. The vad team reported that the falls were likely related to hypovolemia and weakness due to the bleeding. The patient's anticoagulation had not been changed for the teeth extraction as the vad team was not aware of the procedure until 2 days after the extractions. The inr level was 2.7 at the time. The patient's condition upon arrival at the emergency department were fixed and dilated pupils. There were no known mental changes or confusion with the patient with regards to the patient's ability to change out equipment in the past. The patient had been seen the previous week and was able at that time to change power over without issue.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned left ventricular assist system (lvas). A direct correlation between the evaluation findings of the device and the reported oral bleeding could not be conclusively determined. Moreover, the evaluation of the device did not reveal an issue that would have caused the low flow events captured in the system controller log files downloaded from the returned system controllers. Visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the returned portion of the sealed outflow conduit revealed no evidence of depositions or thrombus formations. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the driveline controller connector revealed no bent pins or any other anomalies. The driveline was able to be connected to a test system controller without difficulty. The evaluation of the device did not reveal a device-related issue that could be correlated to the reported driveline disconnect event. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the device revealed normal pump power consumption and pressure values and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.